Event description:
Sensor error > 3 hours. Removed and replaced this sensor. Dexcom no longer follows up on product support requests and refuses to replace faulty products. I ought to be compensated for this failed sensor!! Please hold these scammers accountable.